Event description:
Per the clinic, the patient experienced facial nerve stimulation and no auditory percepts with the device. Reprogramming attempts were made; however, the issue could not be resolved. The patient has permanently discontinued use of the device. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed may 26, 2014.

Manufacturer narrative:
It was reported that an additional x-ray (date not reported) prior to explantation revealed that the electrode array was not in the cochlea. This report is filed june 6, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.